Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out of range shock impedance measurement and an open lead fault. This lead has reportedly been implanted for 13 years. A guidant technical services (ts) consultant discussed the likelihood of a conductor continuity issue, and recommended evaluation. The physician elected to explant both the device and this lead. It is not known at this time if a similar lead was implanted. There have been no reported symptoms associated with this clinical observation.